Event description:
Ruptured breast implants were removed. Approx 60cc of silicone was missing at implant. Lung granuloma, multiple pulmonary modules, obstructive sleep apnea, fibromyalgia, sjogrens symptoms including severe dry eyes, dry cough, dry mouth, swallowing, painful muscles and joints, dry vagina, unexplained weight loss, hair loss, swollen groin lymph nodes. Symptoms diagnosed following removal of ruptured breast implants.